Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3057, lot# unknown, product type: screening device; product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported they fell because they do that sometimes. They were worried that the lead may have moved so went to emergency room (ER), but that the lead was okay and there were no stimulation problems. The patient was hurt from the fall, but nothing was broken. It can be noted that they had a successful trial and is planning on going forward to implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an unknown initial reporter about a trial patient with an external neurostimulator (ens). The patient was called and someone in the home answered and said the patient was not available because they weren't feeling well. The next day, patient fell, was taken to the emergency room (ER), and didn't know if they dislodged their leads; they were feeling stimulation more on their right side. Later on that day, the patient mentioned being in the ER the day prior because they fell and they were feeling so bad. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. Lead dislodgement was not confirmed and the patient never told the hcp that they fell on their follow up appointment on (B)(6) 2018. No further patient complications have been reported as a result of this event.